Manufacturer narrative:
A certain driver tip ¿ short (impdts) was returned. Visual inspection of the as received product identified signs of wear damages around the shaft and the hex. There was noticeable wear around the o-ring and discoloration of the laser mark. The subject driver tip did not firmly engage into the test implant drive feature during functional testing. The driver tip was loose and kept slipping out of the implant hex. Appropriate documentation was reviewed and the following information was identified: - biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. Lot number was not provided and shipping data does not provide enough information to identify an applicable lot number. No device history record review or complaint history review could be performed. The complaint was confirmed for damaged drive feature, as the driver tip did not firmly engage into the implant drive feature as intended during functional testing. The driver tip did not experience any difficulty disengaging from the test implant as reported. A root cause cannot be determined.

Event description:
It was reported that during clinical procedure, driver did not assemble and release with implant correctly. The surgery was completed by using other drivers.